Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, scope error e315 occurs and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an error e315. It was unspecified when this issue occurred. There were no reports of patient harm.